Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a nurse trained in the use of the perclose proglide attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after the knot was delivered to the surface of the artery with the suture trimmer and was cut, the suture trimmer could not be released from the suture. The suture was manually cut with another device to remove the trimmer. Inadvertently, the knot was cut and was removed from the artery. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.